Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a jagwire was used during a cholangioscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the hydrophilic tip of the wire frayed inside the pt. No fragments detached into pt . The procedure was completed with another jagwire. There were not pt complication reported as a result of this event. The pts post operative condition was reported as being well.

Manufacturer narrative:
The complainant indicated that the devices was disposed and will not returned for eval, therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).